Manufacturer narrative:
Additional information: upon further follow-up, it was reported that an incision was already made before the site began to use the navigation.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was a delay to the procedure of thirty minutes due to this issue.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the issue was caused by use error. The error was that the site did not select the navigation system in the imaging system application software to establish communication.

Event description:
A medtronic representative reported that, while in a spinal fusion, the trackers on the imaging system could not be observed by the navigation system. Re-positioning the camera and restarting both systems did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.